Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device did not pass the operational check intermittently especially the defib test with external paddles and the log showed a charge/shock failure. There was no reported patient involvement/adverse patient impact.